Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high and low blood glucose and button error. The customer¿s blood glucose level was 484 mg/dl and blood glucose was 369 mg/dl at the time of call. The customer¿s blood glucose level was 39 mg/dl. The customer was treated with pump. The customer reported that they had beep long auto off low reservoir 20 meter options. The customer reported that the buttons were hard to press. The customer does not allege pump was under delivering. The customer reported that the time clock was advancing. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device received with intermittent esc and up arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector.